Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. During investigation, evidence of keypad adhesive was found under all key contacts.